Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles that occurred since the first day of use in each set and reservoir. Customer did not rewind the pump with the reservoir. Customer was advised to monitor the issue.